Event description:
Synthes 10.5 reamer head was drilled down the humerus. The drill was detached from the reamer. When the drill was to be reattached to the reamer, the insert would not reattach to remove the reamer head.